Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that two weeks ago the patient felt a "pop" during intercourse and identified a bulge in the lower portion of the left cylinder of an ambicor penile prosthesis (app). A surgical procedure was performed in which the existing device was removed and a new app was implanted. During the procedure an aneurysm was identified on the cylinder, there were no signs of infection or any other adverse events. The patient was said to be good after the procedure.